Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. The contact confirmed the pump turned on when plugged into a power source. In addition, it was reported air bubbles were observed in the infusion set tubing. Customer reverted to manual injection for continued insulin therapy.